Event description:
The patient's family member reported the patient had been experiencing a return of symptoms and seizures. The patient's catheter was not replaced the last time the pump was replaced. It is unclear if the patient's symptoms are due to a catheter issue. Additional information was requested from the patient's hcp but has not been received on the date of this report.